Manufacturer narrative:
The reported field events of no pacing and signal artifact were not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with both atrial and ventricular lead noise. The patient also presented with syncope as a result of ventricular loss of capture. It was unsure if these were due to a leads issue or a header issue. The system was replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-12425, related manufacturer reference number: 2017865-2020-12426.